Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was a connector pin observation (no set screw mark visible). The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing leads had high thresholds and impedance. The leads were not implanted and new leads were used. No patient complications have been reported as a result of this event.